Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The patient¿s reported ¿started to feel pain in the chest region¿ MRI noted an inflammation process in the sternum region¿, ¿accumulation of fluid in the region of the prostheses¿, ¿presented edema¿, and ¿felt a feeling of tightness in the chest". This is for the left side device. The device remains implanted.

Event description:
Patient reported left side "chest pains in the sternum region and its surroundings, 3 resonances (mris) were performed, showing edema, destabilization, inflammation in the sternal notch, accumulation of liquid under the breast."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.